Manufacturer narrative:
There was no patient involvement. (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested the device and was not able to confirm or reproduce the reported issue. The distribution board was replaced as precaution. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced part was retained by the customer. No further investigation is possible. As the issue could not be reproduced, a root cause was not determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side immediately upon power up during priming. There was no patient involvement.